Event description:
The patient underwent lead revision surgery. The explanted device was discarded per hospital policy.

Event description:
The physician interrogated patient's vns and the impedance result on multiple interrogations was almost 8000 ohms. Patient's mother reported worsening of his seizures in the last few months, but also notes a general worsening since this vns was last replaced. In house programming history database contained programming history from date of implant, (B)(6) 2014 through (B)(6) 2015. The patient was last programmed to 1.5/30/500/30/1.8/1.75/500/60 on (B)(6) 2015. The last diagnostics were performed on (B)(6) 2015, which showed ok/ok (1.25 ma)/ok (2261 ohms)/no for system diagnostics. No known surgical interventions have occurred to date.